Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The dianeal pd2 2.5% regimen was changed (the exact regimen was unknown). Extraneal was ongoing. The patient was hospitalized for peritonitis. The peritonitis was treated with unspecified antibiotics. The patient recovered from peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.